Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 2 months ago. Vessel morphology was reported as severe tortuosity and mild calcification, and there was a sharp bend in the native artery where the stent graft and the artery met. It was reported that approx 3.5 weeks post-implantation, the pt presented with numbness in the right leg, and limb occlusion, which progressed up the stent graft, was noted at the area of the sharp bend. The physician elected to intervene by performing a femoral-femoral bypass, which successfully resolved the occlusion. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: graft occlusion, severe vessel tortuosity; sharp bend in the native artery. Conclusions: severe vessel tortuosity; sharp bend in the native artery.